Event description:
It was reported that the customer's insulin pump holster broke. The customer's blood glucose was 42 mg/dl, which he treated with juice and food. He declined to troubleshoot for the low blood glucose and stated it was caused by not eating. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.